Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer has been having difficulty controlling her blood glucose level. Blood glucose at the time of the call was 350 mg/dl and she had experienced low blood glucose of 50 mg/dl. It was stated that the customer's blood glucose had been swinging from high to low for the last week and the basal rate settings had to be changed. Customer declined troubleshooting and they requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.